Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a software bug caused the issue. The internal complaint reference is the following: (B)(4).

Event description:
During the registration step, it has been reported that a communication failure occurred during the automatic scan. The surgeon restarted the system, did the registration successfully and used the laser to show the entry point on the skin. Once the entry point was defined, he got stuck in the intermediate - trajectory loop, as he forgot he needed to go back to home position in order to change the tool to the instrument holder. Instead, he shutted down the robot, and restarted a patient folder over again. He registered artifacts on the inner canthus, two times, when he eventually was able to perform the automatic scan. Again, a communication failure happened during the automatic scan, when the arm was zig-zagging on the patient's forehead. There was no patient/user impact reported.